Manufacturer narrative:
Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, outer gasket condition, sleeve condition, and trocar condition; conforming. Reset button condition; good/unarmed. Stopcock condition; good/closed. Functional tests & results: does safety shield retract; non conforming. Flapper door functional, and lockout functional; conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported "safety shield malfunctioned" during surgery may have been due to a mispositioned knife collar. The instrument was received in good physical condition, but would not arm when the reset button was depressed. The instrument's endcap was disassembled and the weld depth was measured and the knife collar was observed to be mispositioned. The mispositioned knife collar was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences.

Event description:
The device was used during a thoracoscopic lung biopsy. It was reported by the affiliate that the surgeon was trying to make a small lung biopsy with an ez35b. When the stapler was closed a crushing sound could be heard. The surgeon tried to fire the device, but the staples would not form properly. Another three staplers (az45b) were brought and a similar problem occurred. "The instrument broke down." The surgeon suspects that there might have been too much tissue in the stapler, but he has been using a competitor's device loaded with a blue cartridge without any problem. Eventually he was forced to make a thoracotomy and make the biopsy with a tlc55. He had no problems firing the blue cartridge of the tlc55 on the same tissue.